Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that crossing difficulties were encountered. The 95% stenosed target lesion was located in the severely tortuous and severely calcified left circumflex artery. Following predilation with a 2.0x20mm unspecified balloon catheter, a 2.75x38mm promus element plus drug eluting stent was advance but failed to cross the lesion. The device was removed intact and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, device analysis revealed stent damage.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the device was returned for evaluation. A visual examination of the returned device found that the hypotube was kinked at various locations along its length. An examination of the crimped stent identified that the stent was compressed toward the proximal and mid portion of the stent. No other damage was noted along the entire length of the device. No issues existed with the tip profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).